Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the proximal left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 4.0 x 12 mm multi-link stent delivery system (sds) was advanced. The stent was deployed without issue at 12 atmospheres (atm); however, the sds balloon could not be deflated. The non-abbott inflation device was exchanged for a syringe. The syringe was then attached and the balloon was able to be deflated with significant force. The sds was removed. After removal, it was noted that the balloon was completely deflated, and there were no kinks or splits noted on the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.